Event description:
It was reported that during an ita (intraoperative) procedure, the balloon did not open. The catheter was removed and replaced with another catheter to successfully complete the procedure without further complications being reported.